Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a patient, initial lert knee implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2022, approximately 12 years 1 month post the initial procedure. The plaintiff began to suffer from symptoms associated with the defects of exactech knee systems, including pain and lack of mobility. The clinical findings and diagnoses resulting from the revision surgeries are consistent with the defects of the exactech knee systems. No device returning due to this being a legal case. No further information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.